Event description:
Caller reported that the pump's wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.